Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a drop in pacing impedance from the baseline value, high capture thresholds, and decreased sensing on their right ventricular lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.